Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, post-sensed t-wave oversensing was observed. The oversensing was noted as tachy and afib episodes in the device. The device was reprogrammed. The patient was stable before, during, and after the programming change.